Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable ise indirect gen.2 sodium results for 1 patient from a cobas integra 400 plus analyzer. The initial sodium result was 130.2 mmol/l. The initial result was released outside of the laboratory but was questioned since it did not match previous results. The repeat sodium result was 132 mmol/l. A new calibration was performed and the patient sample was again retested with a sodium result of 138 mmol/l. There was no allegation of an adverse event. The sodium electrode lot information was requested but was not provided. The field engineering specialist has replaced the mixing tower, tubing underneath the mixing tower, and a probe. He checked the customer's pre-analytics and found no issues. He performed an ise check with acceptable results. The investigation is currently ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.